Event description:
This case was initially received via regulatory authority (B)(6) on 06-apr-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain/ pelvic pain") and adenomyosis ("adenomyosis") in a (B)(6) female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2014, the patient experienced adenomyosis (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), asthenia ("asthenia"), arthralgia ("joint pain"), myalgia ("muscle pain"), headache ("headaches"), dizziness ("dizzy spells"), visual impairment ("visual disturbances"), restlessness ("restlessness"), fatigue ("chronic fatigue"), tendon pain ("tendon pain"), nervous system disorder ("neurological disturbances") and menorrhagia ("haemorrhagic menstrual periods"). The patient was treated with surgery (removal of the other insert on (B)(6) 2017 on bilateral salpingectomy) and surgery (removal of one insert on (B)(6) 2014 on conservative total hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain had resolved, the adenomyosis, fatigue, tendon pain, nervous system disorder and menorrhagia outcome was unknown and the asthenia, arthralgia, myalgia, headache, dizziness, visual impairment and restlessness was resolving. The reporter provided no causality assessment for adenomyosis, arthralgia, asthenia, dizziness, fatigue, headache, menorrhagia, myalgia, nervous system disorder, pelvic pain, restlessness, tendon pain and visual impairment with essure. The reporter commented: removal of one insert on (B)(6) 2014 on conservative total hysterectomy due to adenomyosis. Since removal of the other insert on (B)(6) 2014 on bilateral salpingectomy, pain has resolved, asthenia has regressed, as well as joint and muscle pain, headaches, dizzy spells, visual disturbances and restlessness. Further company follow-up with the consumer or regulatory authority is not possible. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and she presented pelvic pain and adenomyosis. A conservative total hysterectomy was performed due to adenomyosis around 3 years after placement, during this procedure one insert was removed. Three years after the first procedure a bilateral salpingectomy was performed and micro-inserts were completely removed with resolution of pain. The reported events are serious due to medical importance. Pelvic pain is anticipated in essure's reference safety information while other event is unanticipated. After essure insertion, pelvic, back and uncharacterized pain may occur. In this particular case, consumer had adenomyosis diagnosed during essure's use that may be the cause of her pelvic pain. However, considering essure safety profile the contributory role of essure for pelvic pain cannot be ruled out. Regarding adenomyosis, considering its physiopathology and given essure's local action at fallopian tubes, causality is considered unrelated. This case was regarded as incident since device removal was required. The product technical analysis has been sought. No further information will be available, because health authority does not allow active follow-up.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain/ pelvic pain") and adenomyosis ("adenomyosis") in a (B)(6) female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2014, the patient experienced adenomyosis (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), asthenia ("asthenia"), arthralgia ("joint pain"), myalgia ("muscle pain"), headache ("headaches"), dizziness ("dizzy spells"), visual impairment ("visual disturbances"), restlessness ("restlessness"), fatigue ("chronic fatigue"), tendon pain ("tendon pain"), nervous system disorder ("neurological disturbances") and menorrhagia ("haemorrhagic menstrual periods"). The patient was treated with surgery (removal of the other insert on (B)(6) 2017 on bilateral salpingectomy) and surgery (removal of one insert on (B)(6) 2014 on conservative total hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain had resolved, the adenomyosis, fatigue, tendon pain, nervous system disorder and menorrhagia outcome was unknown and the asthenia, arthralgia, myalgia, headache, dizziness, visual impairment and restlessness was resolving. The reporter provided no causality assessment for adenomyosis, arthralgia, asthenia, dizziness, fatigue, headache, menorrhagia, myalgia, nervous system disorder, pelvic pain, restlessness, tendon pain and visual impairment with essure. The reporter commented: removal of one insert on (B)(6) 2014 on conservative total hysterectomy due to adenomyosis. Since removal of the other insert on (B)(6) 2014 on bilateral salpingectomy, pain has resolved, asthenia has regressed, as well as joint and muscle pain, headaches, dizzy spells, visual disturbances and restlessness. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 24-may-2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 2.786 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 24-may-2017: quality safety evaluation of product technical complaint. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain/ pelvic pain") and adenomyosis ("adenomyosis") in a (B)(6) female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2014, the patient experienced adenomyosis (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), asthenia ("asthenia"), arthralgia ("joint pain"), myalgia ("muscle pain"), headache ("headaches"), dizziness ("dizzy spells"), visual impairment ("visual disturbances"), restlessness ("restlessness"), fatigue ("chronic fatigue"), tendon pain ("tendon pain"), nervous system disorder ("neurological disturbances") and menorrhagia ("haemorrhagic menstrual periods"). The patient was treated with surgery (removal of the other insert on (B)(6) 2017 on bilateral salpingectomy) and surgery (removal of one insert on (B)(6) 2014 on conservative total hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain had resolved, the adenomyosis, fatigue, tendon pain, nervous system disorder and menorrhagia outcome was unknown and the asthenia, arthralgia, myalgia, headache, dizziness, visual impairment and restlessness was resolving. The reporter provided no causality assessment for adenomyosis, arthralgia, asthenia, dizziness, fatigue, headache, menorrhagia, myalgia, nervous system disorder, pelvic pain, restlessness, tendon pain and visual impairment with essure. The reporter commented: removal of one insert on (b)(46 2014 on conservative total hysterectomy due to adenomyosis. Since removal of the other insert on (B)(6) 2014 on bilateral salpingectomy, pain has resolved, asthenia has regressed, as well as joint and muscle pain, headaches, dizzy spells, visual disturbances and restlessness. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 24-may-2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 2.786 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 30-may-2017: after duplicate search, this case was considered as a duplicate of case (B)(4) with MFR number 2951250-2017-01748. All information from this case was transferred to the remaining case and this case will be deleted from bayer database. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.